Event description:
It was reported that the bed had phantom motion due to damaged pcb's and cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.